Manufacturer narrative:
Date of event: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-linear leads, upn: (B)(4), model: sc-2316-50e, serial: (B)(4), batch: 7097136.

Event description:
It was reported that the patient had an infection at the lead site. The physician believed that the infection was not device nor procedure related and it was unknown what caused it. The patient was placed on antibiotics and underwent a lead pull procedure.

Event description:
It was reported that the patient had an infection at the lead site. The physician believed that the infection was not device nor procedure related and it was unknown what caused it. The patient was placed on antibiotics and underwent a lead pull procedure.additional information was received that the patient was doing well postoperatively.